Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. The cause of the reported issue was isolated to the device's depleted battery. The customer has been provided with a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device did not response to either opening up the lid or pressing the on/off button. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device did not response to either opening up the lid or pressing the on/off button. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.